Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. 3298456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis rheumatoid, fibromyalgia, depression, anxiety and blood pressure high. Concomitant products included amlodipine besilate (amlodin), dicycloverine (dicyclomine), gabapentin, leflunomide since 2000, omeprazole, oxycodone, prednisone, sulfasalazine since 2000 and trazodone. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("menorrhagia"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a hysterectomy to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, dyspareunia, back pain, feeling abnormal, arthralgia and dysgeusia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- menorrhagia, gastrointestinal or digestive system condition type: bloating, lower abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. 3298456-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis rheumatoid, fibromyalgia, depression, anxiety and blood pressure high. Concomitant products included amlodipine besilate (amlodin), dicycloverine (dicyclomine), gabapentin, leflunomide since 2000, omeprazole, oxycodone, prednisone, sulfasalazine since 2000 and trazodone. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("menorrhagia"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a hysterectomy to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, dyspareunia, back pain, feeling abnormal, arthralgia, dysgeusia, abdominal distension and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 3298456-not valid.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, pregnancy, vaginal delivery, cholecystectomy, depression, sleeve gastrectomy, thyroidectomy, hair loss and peritoneal adhesions. (B)(6) 2016-pathology report: final pathologic diagnosis total hysterectomy with bilateral salpingectomy: cervix, unremarkable. Proliferative endometrium. Adenomyosis. Leiomyomas fallopian tubes, paratubal cysts. Previously administered products included for an unreported indication: cymbalta, lyrica and mirena. Past adverse reactions to the above products included hypersensitivity with lyrica and cymbalta. Concurrent conditions included arthritis rheumatoid, fibromyalgia, depression, anxiety, blood pressure high, cholelithiasis, dehydration, anemia, gastritis, morbid obesity, migraine, fibromyalgia, irritable bowel syndrome, carpal tunnel syndrome, metrorrhagia, tendonitis, palpitations, chest pain, dizziness, depression, migraine, amenorrhea, chronic pain, endometriosis, thumb sprain, contusion of knee, urticaria, dyspepsia, asthma, thalassemia trait, gastroesophageal reflux disease, pain in arm, flank pain, acute gastroenteritis, insomnia, vomiting, fibroids, vitamin d deficiency, sciatica, joint swelling, fatigue, adenomyosis and paratubal cyst. Concomitant products included amlodipine besilate (amlodin), dicycloverine (dicyclomine), gabapentin, leflunomide since 2000, medroxyprogesterone acetate (depo provera), omeprazole, oxycodone, prednisone, sulfasalazine since 2000 and trazodone. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("menorrhagia"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches"), hot flush ("horirble hot flashes"), mood swings ("mood swings"), menopause ("menopause") and hypoaesthesia ("my right leg is numb") and was found to have weight increased ("weight gain"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy & bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, dyspareunia, back pain, feeling abnormal, arthralgia, dysgeusia, abdominal distension, abdominal pain lower, migraine, hot flush, mood swings, menopause and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hot flush, hypoaesthesia, menopause, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 coils were noted on the right side and 3 on the left following implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: results: occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, abdominal bloating, joint pains, dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 3298456-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, pregnancy, vaginal delivery, cholecystectomy, depression, sleeve gastrectomy, thyroidectomy, hair loss and peritoneal adhesions. (B)(6) 2016-pathology report: final pathologic diagnosis total hysterectomy with bilateral salpingectomy: cervix, unremarkable. Proliferative endometrium. Adenomyosis. Leiomyomas fallopian tubes, paratubal cysts. Previously administered products included for an unreported indication: cymbalta, lyrica and mirena. Past adverse reactions to the above products included hypersensitivity with lyrica and cymbalta. Concurrent conditions included arthritis rheumatoid, fibromyalgia, depression, anxiety, blood pressure high, cholelithiasis, dehydration, anemia, gastritis, morbid obesity, migraine, fibromyalgia, irritable bowel syndrome, carpal tunnel syndrome, metrorrhagia, tendonitis, palpitations, chest pain, dizziness, depression, migraine, amenorrhea, chronic pain, endometriosis, thumb sprain, contusion of knee, urticaria, dyspepsia, asthma, thalassemia trait, gastroesophageal reflux disease, pain in arm, flank pain, acute gastroenteritis, insomnia, vomiting, fibroids, vitamin d deficiency, sciatica, joint swelling, fatigue, adenomyosis and paratubal cyst. Concomitant products included amlodipine besilate (amlodin), dicycloverine (dicyclomine), gabapentin, leflunomide since 2000, medroxyprogesterone acetate (depo provera), omeprazole, oxycodone, prednisone, sulfasalazine since 2000 and trazodone. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("menorrhagia"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain lower ("lower abdominal pain"), migraine ("migraines / headaches"), hot flush ("horirble hot flashes"), mood swings ("mood swings"), menopause ("menopause ") and hypoaesthesia ("my right leg is numb") and was found to have weight increased ("weight gain"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy & bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, dyspareunia, back pain, feeling abnormal, arthralgia, dysgeusia, abdominal distension, abdominal pain lower, migraine, hot flush, mood swings, menopause and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hot flush, hypoaesthesia, menopause, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 coils were noted on the right side and 3 on the left following implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: results: occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, abdominal pain, abdominal bloating, joint pains, dysmenorrhea most recent follow-up information incorporated above includes: on 13-jan-2020: mr+mail communication received- new events horirble hot flashes, mood swings, menopause, weight gain, migraines / headaches, my right leg is numb were added. New reporter, medical history, treatment drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), vaginal haemorrhage ("heavy vaginal bleeding") and dysgeusia ("metallic taste in her mouth"). The patient was treated with surgery (underwent a hysterectomy to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, feeling abnormal, arthralgia, vaginal haemorrhage and dysgeusia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.